Event description:
It was reported that during a spinal surgery to correct scoliosis at t4-l3, the coronal plane bender was used to bend the titanium rod. The bender head broke during use. No patient complications were reported..

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually confirmed the bender tips have been plastically deformed, with a portion of the tips broken off, and not returned for analysis. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during rod bending, resulting in overload of the outside corners of the instrument. Microscopic examination of the fracture surface reveals a fairly brittle fracture with no indication of fatigue, which changes planes due to geometry of the part; also consistent with overload of the instrument.